Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the lead was removed and replaced to address the issue.

Manufacturer narrative:
Correction to d6b, g2 and h8.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000173390.

Event description:
It was reported that the patient had ineffective stimulation with diagnostic reports showing high impedances. X-ray imaging confirmed lead fracture. Surgical intervention may be taken at a later date to address the issue. The investigation did not determine which lead was fractured.